Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was outside of clinical use at the time of the reported event. The philips remote service engineer (rse) communicated with the customer and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The rse suggested a replacement of the flexvision pc and the customer order and replaced it on their own. After the replacement of the flexvision pc by the customer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up at 00:00. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) ordered and sent a new flexvision-pc to the site. (No engineer material only site) philips has started an investigation regarding the reported issue.